Event description:
It was reported in article that a patient was given vericiguat prior to undergoing transcatheter edge-to-edge repair (teer) for treatment of functional mitral regurgitation (fmr). A mitraclip was implanted, but following teer, hemodynamics resembled those associated with mitral stenosis. On the following day, medications (3.75 mg tolvaptan and 1.25mg pimodebdan) were administered. A transthoracic echocardiogram (tte) was performed, and systolic pulmonary artery pressure (spap) and left ventricular ejection fraction (lvef) were improved. No additional information was provided. Details are listed in the attached article titled, ¿vericiguat and transcatheter edge-to-edge mitral valve repair for combined post and pre-capillary pulmonary hypertension due to left ventricular low ejection fraction and functional mitral regurgitation.¿

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6 - the implant date is estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral stenosis (ms) cannot be determined. Additionally, the reported patient effect of ms is listed in the instructions for use, potential complications and adverse events section) and is a known possible complication associated with mitraclip procedures. The reported medication was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment : article titled "vericiguat and transcatheter edge-to-edge mitral valve repair for combined post- and pre-capillary pulmonary hypertension due to left ventricular low ejection fraction and functional mitral regurgitation"na.